Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event - has been estimated to the date of explant surgeryna.

Event description:
It was reported that on (B)(6) 2017, a patient underwent implant of a 27mm epic mitral valve. During routine follow-up on an unknown date, severe regurgitation was noted. One of the leaflets had become immobile. On (B)(6) 2022 the valve was explanted and a non-abbott device was implanted. Upon explant calcification and a leaflet tear was noted. The patient was noted to have been hemodynamically stable throughout the procedure and has been in stable condition since the surgery.

Manufacturer narrative:
Explant due to regurgitation and leaflet immobility was reported. The investigation found severe degenerative changes on all cusps. There was basophilic foreign material on cusp 1. Cusp 1 and cusp 3 were torn. No acute inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes at the tear site, which could have contributed to the formation of the tear.